Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from connection between return line and blood port on venous side of a polyflux 140h set after hemodialysis therapy. The volume of blood loss was reported as ¿a few drops¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation contaminated with blood. After decontamination, visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing of the blood side was performed, and no leaks were noted. Furthermore, both blood connectors were checked for possible damage and no damage was found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.